Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to deliver a bolus, the pump recommended a bolus dosing of 113.26 units. Review of the customer's pump settings showed that the correction factor was set to 1:1, and the correction factor setting had been previously set at 1:40. The customer acknowledged the correction was calculated based on the incorrect correction factor being set by the customer. Blood glucose level was 239 mg/dl.